Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. When trying to recharge the implantable neurostimulator (ins) the rtm relay got very hot and drained the controller battery to nothing. Also when trying to charge the ins it kept saying to reposition the recharger. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. When the patient called in they noted on the day of calling in when trying to charge the battery implantable neurostimulator (ins) battery the recharger got very hot and drained the batteries in the controller to nothing. The recharger relay box got really hot. It kept saying to reposition the recharger. The patient was charging the controller on the call and they mentioned when they attempted to charge the ins it would not charge. The controller was at 50% and the ins was at 70%; pt said the ins was at 70% for over a week. The patient said their stimulator was not working now since there was no stimulation impulses to their spine as of this morning. When asked pat ient said their stimulation was turned on. Agent asked if they had adjusted therapy and noted the patient had decreased intensity to 3.2 where they normally kept it at night but had not increased it yet. Patient will increase therapy after call.